Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been receiving large differences between sensor and blood glucose readings. Blood glucose level at the time of the incident was 49 mg/dl. The customer also reported that the threshold suspend feature did not alarm. The customer stated that she had curved cannulas in the past. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.